Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable was broken at the clamping pulley within the housing at the back end of the instrument. The cable grooves on the clamping pulley exhibit excessive white residue. Additionally, the conductor wire was found to be loose at the yaw pulley. The instrument passed electrical continuity testing. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, a broken wire was identified on the maryland bipolar forceps instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.